Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch required replacement. This was ordered to have the customer replaced. No add'l repair info is available. However, no reports of pt or staff injury. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's footswitch was sticking. No report of pt or staff injury.